Event description:
The patient's wife reported that the patient developed an infection at the pod¿s insertion site (arm) after wearing the device. The infusion site was described as red, swollen, irritated, and warm to the touch. Photographs of the affected area were reportedly provided, and the patient visited a doctor's office in (B)(6) 2025, where the patient was diagnosed with an abscess at the pod site. The patient was treated with doxycycline and was reportedly able to resume pod therapy after. The reporter was unable to recall the exact date of the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.